Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on cystic duct. Another device was used to remove it. A new device was used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4), it fired fine for a couple of firing and then locked again. A lot of torque was used to get it to fire, then it would locked again. The complaint could not be confirmed because no device was returned for analysis. As a valid lot number was not provided, a device history review could not be performed.